Manufacturer narrative:
Initial.

Event description:
It was reported that a user posted on social media about a low blood glucose event while using the ilet bionic pancreas, with no alarms reported and cause unclear. Symptoms included hypoglycemia. Outcomes included no reported hospitalization and no reported long-term impairment. Investigation included review of available case information and troubleshooting with education regarding device use and hypoglycemia management. Investigation of this case revealed no device malfunction identified and no component issue confirmed, with insufficient information to link the device to the event. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.